Event description:
A clinic note was received that reported a vns patient was admitted to hospital for increased seizures in (B) (6) 2009. Their depakote medication was increased after admission into hospital and the patient has not had any further seizures since discharge from hospital. The relationship of their seizures per the site is possibly related to their vns and unknown if their seizure increase was above or below their prevns rate. The patient is going to be scheduled for a prophylactic replacement of their vns generator.